Event description:
A customer contacted (B)(4) technical services (ts) and reported an issue with one tina hemodialysis machine. The customer reported that the device had a blood leak detected alarms during the return of the blood after the dialysis treatment. The baxter field service representative arranged to go onsite to repair the device. As such, the device will not be returned to ts for evaluation.

Manufacturer narrative:
(B)(4). The actual tina device was evaluated and the reported condition of blood leak detected alarms during the return of the blood after the dialysis treatment was confirmed. The root cause of the reported problem was a faulty blood leak detector. Appropriate corrective action was taken to resolve the issue by performing all the necessary tests, calibrations, and repairs. As a specific corrective action, the blood leak detector was replaced. The device was tested as per baxter operating procedures and protocols and passed all testing.